Event description:
It was reported that an ilet pump presented repeated restart alarms, including an alert indicating a bluetooth low energy communication error, and attempts to restart and perform a factory reset did not resolve the issue; the patient was transitioned to a replacement pump. Symptoms included no reported adverse health effects. Outcomes included no impact on health and no need for medical intervention. The device was returned for investigation. Preliminary investigation of this case revealed persistent restart alarms associated with a communication board error consistent with a malfunction of the ble communications component that did not resolve after standard troubleshooting. The device was confirmed to have a communication issue with the ble chip on the hoverboard. Signals going to and from the hoverboard were measured with no faults found and the hoverboard was confirmed to not be at fault. Probing the mainboard lines going from the hoverboard to the host chip also found no fault. It is likely that the host chip itself is faulty.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.